Event description:
A malfunction alarm was reported, identified by a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.